Manufacturer narrative:
The insulin pump was programmed with multiple basal rates and all registered properly in the basal review screen. No daily total anomaly was noted. The insulin pump was monitored for two days and no basal rate anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. No reset error alarm was noted during testing.

Event description:
It is reported that the pt's insulin pump is erasing the basil rates. The pt's blood glucose level at the time is unk. Troubleshooting was conducted and we explained the possible causes for the problem. Device is being returned. No further info available.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.